Event description:
The customer obtained a higher than expected accutni result within the risk stratification range for one patient. Subsequent testing produced a lower result within the normal reference range. Service was dispatched and addressed hardware issues. A definitive device failure has not been determined to date for this event.

Manufacturer narrative:
(B)(4).